Manufacturer narrative:
The returned lens was visually examined and two tears were identified on the edge of the leading plate. Also, a diagonal tear throughout the optic was noted. A portion of the edge of the optic was missing. Due to the observed damage, dimensional and optical measurements could not be performed. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgeon reports that a crystalens iol was implanted and removed immediately due to a capsular tear noted during surgery. A different iol was implanted.